Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd micro-fine¿ 31g x 5mm insulin pen needed broke off in a physician's (who was the actual patient) abdomen. The needle was removed via a radiological surgery under topical anesthetic on (B)(6) 2017. The physician was discharged from the hospital the same day and showed improvement on a follow up visit of (B)(6) 2017.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided 10 photos of a 31g x 5mm pen needle from an unknown lot. No., cat. No. 320590. A photo inspection revealed the patient end of the device was broken. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, our quality engineer notes that a potential cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield. CAPA (B)(4) was raised for the needle through shield issue.